Event description:
It is reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt¿s catheter was out of the body 8cm when he had hemodialysis at hospital. The doctor found the cuff still in pt¿s body.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.